Manufacturer narrative:
Reason for reoperation: rupture, necrosis, exposure. The event of "necrosis, exposure, " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported ¿rupture¿, ¿fat necrosis¿, ¿double bubble deformity¿, ¿palpable implant edge¿, ¿implant exposure¿, ¿ptosis¿, ¿breast pain¿, ¿silicone overlying a prominent appearing lymph node¿, ¿coarse calcifications¿, ¿free silicone snowstorm appearance¿ and ¿free silicone in axillary lymph node¿. This record is for the left side. Device remains implanted. It is unknown if device will be returned.